Manufacturer narrative:
Additional information/correction: it was reported that the cause of peritonitis was previously unknown; however, upon follow-up it was reported that the cause of peritonitis was reported to be due to constipation and gastric problem. Five days after admission, the patient was discharged from the hospital. On an unreported date, antibiotic treatment was stopped and the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. One day after the onset date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, stat dose, intraperitoneal and frequency not reported) and fortum injection (1 gram, once daily, duration and intraperitoneal) for peritonitis. On an unreported date, antibiotic treatment was stopped. Five days after hospitalization, the patient was discharged and has recovered. Pd therapy was ongoing. No additional information is available.